Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was evaluated by field service engineer and the customer¿s complaint was confirmed. The device's system board, display board, 3-way valve, proportional valve and machine flow sensor were replaced to address the issue. The system board, display board, 3-way valve, proportional valve and machine flow sensor were evaluated by the manufacturer's product investigation laboratory (pil) and found the system board, display board, 3-way valve, proportional valve and machine flow sensor were functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was evaluated by field service engineer and the customer¿s complaint was confirmed. The device's system board, display board, 3-way valve, proportional valve and machine flow sensor were replaced to address the issue.